Event description:
Subsequent information was received that lead helix would not freely extend and retract during the revision procedure.

Event description:
Boston scientific received information that this implantable defibrillation lead exhibited changes in sensing. It was reported that the changes in sensing were observed immediately following an unrelated procedure where the patient had their arms above their head. Additionally, it was noted that the patient exhibited twiddlers syndrome. Fluoroscopic imaging revealed that the lead had dislodged and was pulled back into the pocket area. The local field representative reported that the physician programmed tachycardia therapy off and made programming changes to bradycardia therapy. Subsequent information was received that a revision procedure was performed approximately three weeks later. The lead was successfully explanted and replaced without incident. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation noted the presence of set screw marks on the lead terminal pin and dried blood/body fluid was noted in the helix housing. Resistance testing and a pressure test of the inner insulation was completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. The lead did not pass the helix mechanism test due to the presence of blood/body fluid in the mechanism. The blood/body fluid was loosened and the helix was noted to be functional, however, required more turns to extend/retract. Analysis was unable to confirm the clinical observations of changes in sensing and dislodgement. Analysis did confirm the clinical observation of the helix not freely extending and retracting and concluded that it was due to blood/body fluid in the mechanism.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.